Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr troubleshoots and probable problem found be to intermittent power supply issue and ordered a new power supply. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator power was intermittently cuts on and off and alarms upon power up. At this time, there is no information regarding patient involvement associated with the reported event.